Event description:
It was reported that the device during operation check battery showed red x indicator on. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the remote service engineer (rse) did not confirm the reported problem. During the remote assistance the rse ran operation check and the device passed successfully and no battery malfunction was observed however it was noted that the device requires calibration. The customer is taking the responsibility to calibrate the device. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Customer requested remote service.